Manufacturer narrative:
Investigation is not complete. Additional info has been requested. Trends will be evaluated. This report will be amended when the investigation is completed. This event occurred in another country.

Event description:
Allegedly, a surgeon put the cutting guide on the medial surface of tibia using the above pins. After tha, he checked a location of implants on x-ray and found that a tip of the pin has remained in/on the tibia. This patient performed hto before tha. A surgeon felt that this pt's tibia has been very hard at hto.